Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported issue was confirmed. The root cause was isolated to a faulty control panel. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device, which was reported by nurse that the device was stopped and displayed a software crash message. Per follow up information received via phone on 11jan2024, it was reported that they had sent the device in for evaluation in december 2023. At this time, they had no additional information.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty control panel. Replaced control panel assembly. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had the arctic sun device, which was reported by nurse that the device was stopped and displayed a software crash message. Per follow up information received via phone on 11jan2024, it was reported that they had sent the device in for evaluation in december 2023. At this time, they had no additional information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device, which was reported by nurse that the device was stopped and displayed a software crash message.